Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips, and control solution were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from fasting results obtained of 265, 151, 220 and 357 mg/dl. Control tests performed during the call produced test results outside of acceptable range of 78 and 76 mg/dl. The customer¿s expected fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/26/2021 and open vial date is 05/07/2020. The meter memory was reviewed for previous test result history: (B)(6).